Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, it was noted that the normal tactile sensation of the foot against the anterior wall of the artery was not felt after foot deployment of two proglide devices, almost as if the foot had not opened. Deployment steps were continued and the sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Post procedure, both sutures came out of the artery upon attempting to advance the knots. A covered stent was placed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported irregular texture and suture malposition could not be determined. Factors that contribute to irregular appearance, normal tactile sensation of the foot against the anterior wall of the artery was not felt, include, but not limited to, calcification, interaction with patient anatomy causing the foot to not appose or feel the normal tactile sensation to the anterior wall of the artery. Factors that contribute to suture malposition, include, but not limited to, interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Testing of sterile device returns from the same lot found no lot specific issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.